Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, the physician noticed a coating on the outside of the lens. The physician did not delay the case or explant the lens but he was concerned about the coating around the lens which looked like white lines drawn on the lens itself.